Manufacturer narrative:
Additional information - manufacturer investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Follow-up was received which revealed that the biomed brought the machine up in conductivity and then performed functional testing. The biomed calibrated, and then verified the uf pump calibration. A simulated treatment was performed for 1 hour and 30 minutes; no issues were identified. Functional testing performed by the biomed confirmed the system was operating properly. It is not currently known if the unit has been returned to service at the user facility. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the material and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Following this event, the 2008k2 hemodialysis (hd) machine was removed from service for evaluation. The biomed brought the machine up in conductivity and then performed functional testing. The biomed calibrated, and then verified the uf pump calibration. A simulated treatment was performed for 1 hour and 30 minutes; no issues were identified. Functional testing performed by the biomed confirmed the system was operating properly. No parts are available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported intermittent ultrafiltration (uf) issues with the 2008k2 hemodialysis (hd) machines at their facility. The biomedical technician initially informed fresenius technical support of an intermittent uf issue, where the ultrafiltration goal will revert back to the system default of 3000 milliliters (ml) while the patient is undergoing their hd treatment. The exact time into treatment that the change to the uf goal occurs is not known. The biomed stated that the uf issues began shortly after the machines were upgraded to the latest function software (3.39) and actuator software (5.35). Follow-up was provided which revealed that the nurses at the user facility are all trained on how to input the uf goal by the same person. The nurses use the up and down arrows to highlight the desired box, then enter the desired uf using the number keys. The nursing team clarified the uf issues by stating that at random times during a patient¿s hd therapy, a machine will revert back to the default goal of 3000 ml. When a patient experiences ill effects as a result of this issue, the patient will alert the nurse, or the nurse will observe the issue while taking the patient¿s vitals. The submission provides the details for a single occurrence of the reported ultrafiltration goal reverting to the machine defined default. At an unknown point during the patient¿s hd treatment, the machine reverted back to the default ultrafiltration goal of 3000 milliliters (ml). No patient adverse effect was identified which relates to this specific occurrence. However, follow-up revealed that "often times our patients leave in a lot of pain, or they become nauseous or have a lot of cramping, these machines are either taking too much out or not enough." The patient completed the hd therapy on this machine. Although requested, no further information has been made available. No parts are available to be returned to the manufacturer for evaluation.